Manufacturer narrative:
H3, h6: siemens completed the detailed investigation of the reported event and system. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, and system log file analysis. During a procedure, the image acquisition system (ias) suddenly failed, and the system switched to "bypass" mode, where only continuous fluoroscopy with reduced image quality compared to acquisitions is available and the acquired scenes cannot be saved and reviewed. According to the available information, the procedure was stopped, as a system restart did not solve the present problem. The system started always in ¿bypass¿ mode. No patient health consequences were communicated. To resolve the problem, the ias pc was exchanged as part of service activity. The error has not again been reported since then. Therefore, a hardware issue could be identified as root cause. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen biplane system. During a patient procedure, the system shutdown due to an unknown error. The procedure was stopped, the patient access site was closed, and the patient was taken to the recovery area. An error occurred. The user tried re-starting the unit, however, the reboot did not resolve the issue. We have no indications of any adverse effects on the health status of the involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.